Manufacturer narrative:
The lead was surgically abandoned (capped), a new lead was implanted successfully and no adverse pt effects reported. Therefore, it will not be returned for analysis; as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this implantable lead was capped due to thigh thresholds (6 v at 1.0 ms). A new ventricular lead was implanted successfully. No adverse pt effects reported. The lead was actively implanted for approx 11 years, 5 months.